Event description:
Additional information received reported thatthe device was replaced. It was noted that the cause of the event was determined and it was not device related. It was stated that the patient¿s obesity had allowed the device to flip, and it was therefore difficult to make a connection with the recharger. It was noted that the patient had recovered without permanent impairment.

Event description:
It was reported that the patient was having difficulty charging his implantable neurostimulator (ins). It was stated that the difficulty recharging had started one week prior to this report after the patient had met with a manufacturer representative. It was noted that there was a coupling problem. Additional information received reported that imaging had been done on the day of this report and had shown that the ins was not flipped. It was noted that the ins header block did appear to be closer to the skin than the can of the ins. It was noted that when doing an antenna locate and placing the antenna firmly against the location of the ins can, two coupling boxes were achieved, as opposed to the zero boxes that the patient had been receiving previously. It was thought that the ins tilt is likely the cause of the recharging issue. Additional information received reported that the patient wasn¿t experiencing any symptoms. It was stated that no further interventions had been taken or planned. It was stated that the patient was receiving effective therapy, but was unable to charge due to the ins being tilted. Additional information received reported that the patient had a revision done on (B)(6) 2014. It was stated that the patient had the revision because the patient was having difficulty recharging because the ins had tilted in the pocket. Additional information received reported that the patient was doing well and was receiving effective therapy. It was noted that the patient was able to get good connectivity when charging.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).